Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a sudden onset of ventricular tachycardia (vt) and the cardiac resynchronization therapy defibrillator (crt-d) classified it as supra ventricular tachycardia (svt.) Therapy was withheld due to pr logic because the patient is in atrial fibrillation (af) with complete heart block. The device remains in use. No further patient complications have been reported as a result of this event.